Event description:
It was reported that the down arrow button on the insulin pump needs to be pressed multiple times before it responds. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unresponsive buttons were noted. The insulin pump passed the displacement test. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The time and date was set correctly and no anomalies were noted. The insulin pump was programmed with the test transmitter and glucose sensor simulator and communicated properly. The insulin pump was received with cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and minor scratches on the display.